Manufacturer narrative:
Complaint sample was not returned for evaluation (remains implanted) therefore, an evaluation of the device could not be performed. Lot number information has been provided; therefore, manufacturing records were reviewed and found no anomalies. The cause(s) of the difficulty reported by the customer could not be determined. If additional relevant information becomes available in the future, this complaint will be reopened, and the respective evaluation performed. Trends will be monitored for this and similar issues. At present, we consider this complaint to be closed. The possible root cause for the issue reported by the customer is probably due to human error mix up in operating room.

Event description:
Physician reported that the certas plus valve was implanted into a patient on (B)(6) 2020. After placement it was found that the attached label on the outer box was 4837577 but in the patient the label was 4776343. No further information was provided.